Event description:
The ICD was explanted when the battery voltage reached 2.45 volts. The root cause of the battery depletion is believed to be due to inappropriate shocks reslting from a fast atrial rate that conducted down to the ventricle. Extended charge time was also reported.